Event description:
The distal rectum was resected by ralc45. Cs33 was inserted transanally and firing by dst at about 1.8-1.9mm range resulted in "firing sequence incomplete use manual release." It was uncertain whether firing sound had stopped or not. The staple-b shape formation was improper-staples were bent but the staple formation was improper-staples were bent slightly and not formed completely -on the front side of rectum. Dr. Removed fs after opening anvil for about 3 cm using manual release. Cutting blade was retracted, ring was cut, and the tissue rings for both oral side and anal side were cut properly. Colostomy had be applied on the pt through the abdominoperineal resection.